Event description:
The customer stated that the insulin pump alarmed no delivery. The customer also stated that the insulin pump alarmed during the rewind. Troubleshooting was performed. The displacement test could not be completed because the customer was unable to rewind the insulin pump. During the phone call, the customer stated that she had been treated by paramedics for hypoglycemia. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during rewind, due to a faulty motor encoder. Further troubleshooting could not be performed, due to the rewind anomaly.